Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. They cycler alarmed prior to discovery of the fluid leak, while the patient was in drain 4 of 5. It was reported that an ¿m31 air detected in cassette¿ alarm had occurred. The contact reached out to ts to get assistance bypassing the alarm. After failing to bypass the alarm, the treatment was ended early. The patient disconnected from the cycler and performed a manual drain. Later, when the contact opened the cycler door to remove the cassette, fluid started leaking out from behind the door. After the ts representative was informed of the fluid leak, they advised the contact to discontinue use of the cycler. The patient was issued a replacement cycler. During follow-up with the contact, it was confirmed the patient did not suffer any adverse consequences due to the incomplete treatment. The patient performed manual pd therapy in the absence of the cycler. The contact confirmed they were trained to perform manual pd exchanges, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics (type, dose, and frequency unknown). The patient had completed their antibiotic course at the time of follow-up, and there were no signs or symptoms of peritonitis. The patient¿s replacement cycler was received, and the old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was also reported to be available for manufacturer evaluation.